Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the reservoir's o-ring had fallen out during the priming process. Customer states the event occurred last night and is worried it will affect the delivery of insulin. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was 113 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump had no missing reservoir tube lip o-ring noted. Insulin pump received with broken reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir tube and cracked reservoir tube window noted during visual inspection.